Manufacturer narrative:
An event of device deformation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, a 30mm amplatzer septal occluder was selected for implant. When the device was being deployed, the device formed a cobra shape.